Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 200mcg/ml at 39.96mcg/day via an implantable pump. It was reported the patient had an infected pump site. The pump and proximal portion of the 8780 were explanted. The lumbar portion of 8780 was deemed not infected and tied off to be revised in the future to use a 8784 to connect to a new pump once infection resolves. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.